Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had power error alarm and replace battery now alarm. The customer¿s blood glucose level was 300 mg/dl and treated it with manual injection. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.